Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that while normal saline was infusing, a primed infusion set of taxol was being connected to the y-site near the patient and the primary line with the normal saline separated and leaked. There was no patient harm.